Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient connector of a peritoneal dialysis transfer set disconnected from the titanium adapter. This occurred during an unspecified process step for peritoneal dialysis (pd) therapy. The transfer set was replaced, however the titanium adapter remained in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.